Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called via phone and reported the insulin pump alarmed critical pump error. The customer had gone swimming prior to the alarm. While examining the insulin pump the customer noticed a big crack along the battery compartment. No other alarms were noted. The insulin pump will be returning, the customer's blood glucose is 68 mg/dl.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error (open book image) alarm due to blank display. Unit was received with moisture damaged motor assembly, corroded battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay.the insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.